Manufacturer narrative:
Due to character limit event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) during installation unable to power on and encountered f0 error on digital encoder on executive processor board replaced as an precautionary measure and reloaded software & performed functional testing without any other errors. No patient involved and harm occurred.

Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date, e1 (initial reporter), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Fse replaced pcba, exec processor (067-00-770) as an precautionary measure and reloaded software & performed functional testing without any other errors. The failure analysis and testing dept. Received pcb, exec processor with a reported unit failure of unable to power on. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pcb, exec processor into the cardiosave test fixture and tested the board to factory specifications per procedure. When the cardiosave was turned on the unit won't boot up, and stuck in the boot up screen, then alarms and screen goes black. The fat dept. Confirmed the complaint of the board being stuck in the boot up screen. The board failed testing. Sending the board to the supplier per procedure. Failure analysis received from the supplier for the part. They stated pin 17 of the u31 component was bent when it was inserted into the socket. Root cause for this part is the damaged pin possibly during manufacturing assembly or installation/removal by a technician.